Event description:
It was reported that during a gastrectomy procedure, the staple's malformed. The case was completed by additional suture. There was no adverse consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.